Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse confirmed that hgb was failing on startup intermittently. He replaced the hgb chamber due to filmy buildup. The repair was verified per established service procedures. (B)(4).

Event description:
The customer reported that the hemoglobin (hgb) backgrounds were failing on a unicel dxh 800 coulter cellular analysis system during the daily check, and requested a service visit. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.